Event description:
As reported by our (B)(6) affiliate, post deployment the 26mm sapien xt valve embolized into the left ventricle (lv), and an aortic dissection was observed at the end of the procedure. Initially, the native valve diameter was borderline between a 26mm and a 29mm sapien xt. After bav it was decided to use a 26mm sapien xt valve. The valve was implanted in a 60:40 aortic/ventricular position with nominal volume. During the procedure, no pacing capture loss or gap of perpendicular view was noted. Post deployment, the aortography (aog) showed mild to moderate aortic regurgitation (ar). It was decided to perform post dilation with additional 1.5ml of contrast added to the nominal volume. The delivery system was advanced, and then the sapien xt valve dropped into the lv. Preparation for pcps and thoracotomy were initiated. The patient¿s systolic blood pressure (sbp) was 50¿s-80¿s mmhg, and a heart rate (hr) of 90¿s bpm was noted. Ventricular tachycardia (vt) with hr of 180¿s bpm continued for about one minute. Gentle cardiac massage and pcps were initiated. The delivery system and an esheath were withdrawn. Due to abdominal tenseness, the small intestine was displaced to the chest. The bp was 10-20mmhg. A bleed was suspected but the bleeding source was unable to be identified. The bp was unchanged at 10-20mmhg. Asystole, respiratory arrest, mydriasis and loss of pulse were observed and the patient was pronounced dead. After death was confirmed, an artery rupture was found in the border zone between the left external iliac artery and the common iliac artery. It was reported that blood was gushing out when perfusing blood with pcps. Echo confirmed the dissection extended from the abdomen to the aortic arch. The proctor stated that he had never experienced a valve embolization event in a patient with so much calcification without the sapien xt being implanted in a too ventricular position. There was no problem with the procedure itself. Due to patient¿s tortuous aortic artery, the dissection might have been caused when the delivery system was advanced. The patient¿s aortic annulus diameter measured 25.5mm by tte with severe bulky calcification on the non coronary cusp (ncc) and right coronary cusp (rcc).

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the exact cause of the aortic dissection cannot be confirmed. It is possible that the aortic dissection may have occurred when the delivery system was being advanced through the patient¿s tortuous aorta. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
This MDR represents the reported aortic dissection. This is one of three reports being submitted for this case. Please reference manufacturer reports no. 2015691-2015-01483 and 3008500478-2015-00043.